Manufacturer narrative:
By checking the manufacturing chart of the involved lot#, no pre-existing anomaly was found on the (B)(4) pieces placed on the market with this lot#. We will provide a final MDR once the investigation will be concluded.

Event description:
Smr stemless revision surgery performed on (B)(6) 2018, due to the breakage of the liner (code 1377.50.005 lot#15at0na) and consequent implant dislocation and abrasion of the metal back. During surgery, the metal back was replaced with a cemented glenoid. Previous surgery took place on (B)(6) 2016. It was reported to us that there could be a connection with the patient's activity level since she is a dancer. Event happened in (B)(6).

Manufacturer narrative:
By checking the manufacturing chart of the involved lot#, no pre-existing anomaly was found on the 97 l1 poly liners manufactured with the same lot#. No other complaints reported on the same lot#. X-rays analysis: we received a single x-ray dated (B)(6) 2018. We asked for a medical judgment to our medical consultant. Following, the medical consultant opinion received: "I don't think dancing should impose any especial loads on a shoulder joint unless it is extreme. The prosthesis looks technically to be in good position. I don't think surgical factor could have contributed to the event". Explants analysis: limacorporate received and analyzed the explants. From a visual analysis, it can be seen that the body of the liner presents a fracture on the lateral side and analyzing the articular surface between the glenoid and the humeral head, it can be noticed an eccentric wear pattern close to this fracture. Probably this wear pattern could be caused by an eccentric humeral head motion which induced an additional torsional load on the liner. It is not clear if the fracture on the later side of the liner component was due to this eccentric load. The liner central peg, which is the part of poly liner inserted into the metal back through a locking mechanism is broken and for this reason it was not possible to perform a dimensional analysis on the explanted liner conclusion: no clear root cause for the event can be determined but, according to our technical analysis, a potential eccentric position of the humeral head observed with the wear pattern on the articular surface could have increased too much the load on the locking mechanism. In addition, the backside surface of the liner presents an anomalous indent on the lateral side. It is presumable that the liner rotated respect to the metal back after the breakage of the central locking mechanism and it has been squeezed between the humeral head and the lip of the metal back. Since we don't have info about "level of dance practiced" by the patient involved, we can speculate that patient activity level could have been, at least, a contributory factor to the event. Pms data: we are aware a total of 31 breakages of l1 poly liners (model # 1377.50.xxx) requiring a revision surgery. Only 2 out of 31 l1 poly liner breakages were reported in combination with smr stemless anatomic implant (smr stemless system is not marketed in USA). A total of 15722 l1 liners have been sold ww since 2003; according to these data, the total breakage rate of l1 liners is 0.19%. By our analysis, most of these cases were related to patient rotator cuff failure (patient pathology for which the use of a l1 poly liner is not indicated, as reported in our IFU and surgical technique), trauma-related or surgical factor related. No corrective actions for this case. Limacorporate will continue monitoring the market to promptly detect any further similar issue.

Event description:
Smr stemless revision surgery performed on (B)(6) 2018, due to the breakage of l1 poly liner (code 1377.50.005 lot#15at0na) and consequent implant dislocation and abrasion of the metal back. During the revision surgery, the metal back was replaced with a cemented glenoid. Previous surgery took place on (B)(6) 2016. It was reported that there could be a connection with the patient's activity level since she is a dancer. The smr stemless system is not marketed in USA. Event happened in germany.